Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) delivered 5 shocks. Post therapy device interrogation demonstrated a red screen warning that the device had reverted to safety mode, where single zone shock and vvi 60 pacing therapies remain available but not programmable. A guidant technical services (ts) consultant recommended explanting and replacing this device. This procedure was performed without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.